Event description:
A customer contacted beckman coulter inc. (Bec) stating a few drops of diluent were observed underneath their coulter lh 750 hematology analyzer. The customer was unable to locate the source of the leak. Per customer, the leak was observed inside the instrument and a few drops under the instrument. There is an exposure control plan in place at the facility. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the incident. No injury or exposure was reported. No patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site and noted that the green stripe rinse line to the differential mix chamber had a hole due to wear at the metal fitting (this line contains diluent only). Per fse, the volume of the leak was <10ml. Fse replaced the green stripe rinse line to the differential mix chamber. The cause of the leak was a hole in green stripe tubing due to wear at the metal fitting. (B)(4)